Event description:
It was reported that during catheter removal, the lumens broke under the skin. A surgical procedure was necessary to remove the lumens from the vessel as they were stuck. The catheter was inserted in 1993.